Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a (B)(6) year old underwent a shoulder arthroscopy left/rcr. Suture passing needle broken intra-op, broken needle was not found, 1 mm x 2mm broken tip. Surgeon was aware of the lost/broken needle. There was no serious injury or patient death. Searched drapes and surrounding areas by surgical team. X-ray was taken in the or, no evidence of needle in patient after x-ray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.